Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted, concurrently with a hysterectomy due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, and dyspareunia. The patient underwent an excision of anterior wall vaginal mesh on (B)(6) 2005 due mesh related reaction. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 mesh was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.